Event description:
It was reported that there was a broken bur in the attachment during evaluation at the manufacturer. There was no patient involvement and no adverse consequences associated with this event.